Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported a false positive result with the binax now covid-19 ag card kit and binax now covid-19 ag self test performed on (B)(6) 2024 on a nasal sample. This MFR. Report addresses test one (1) of two (2). Confirmation pcr testing (platform - naat) was performed on (B)(6) 2024 which generated a negative result. The customer stated that the patient is fine. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218819 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 218819, test base part number 195-430h/ lot 215903. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 218819 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a false positive result with the binax now covid-19 ag card kit and binax now covid-19 ag self test performed on (B)(6) 2024 on a nasal sample. This MFR. Report addresses test one (1) of two (2). Confirmation pcr testing (platform - naat) was performed on (B)(6) 2024 which generated a negative result. The customer stated that the patient is fine. Although requested, no additional patient information, including treatment and outcome, was provided.